Event description:
Product of unk code/lot was used to close a 3.5 inch laceration above the right eyebrow of a 3 yr old child. The child was placed in a supine position, no barriers were placed around or on the eye. During the repair some of the adhesive got into the child's eye, the eyelid was bonded shut. The father was given "some petroleum based" ointment to put into the eye. The eyelid started separating in 2006, but the adhesive was still in the pt's eyelids, a pediatric eye dr. Examined the child and advised that the lashes be cut to further examine the eye. The child was put under anesthesia and the lashes cut, the surgeon noted the adhesive on the cornea/eye, the adhesive was removed/ scraped from the eye. At the time of the initial report, the child was receiving continuing care. The current condition of the child is unk. The parents are aware of the need for barriers and do not fault the product. A dialogue is continuing between the parents and hosp risk mgmt.

Manufacturer narrative:
The event description does not suggest that the functional performance of the device was out of specification.the circumstances of this event indicate that user error caused the event. The directions for use provided with the device in the package insert indicate that the adhesive must be applied gradually in layers and provides instructions on the positioning of the wound to avoid flow to unintended areas. The package insert warns that the product is a fast setting adhesive and included additional precautions to avoid unintended bonding in the area of the eye. Non-clinical eye irritation studies included in the approved PMA for this device conclude that the application of the adhesive to the eye results in no permanent damage, but can produce a mild irritation to the conjunctive.